Manufacturer narrative:
This event is being reported out of an abundance of caution. Inspection of lot records for both lots indicate that at no point during any production activities did either lot overlap (manufactured months between). Only one returned cartridge had the printed code ba (mismatch), however this pouch had already been opened by the customer. All returned unopened pouches and all inspected unopened retention pouches had correct lot information and the correct printed code. The customer kit had left pts diagnostics control.

Event description:
The customer reported that the printed code on their cartridge (ba) did not match the printed code on the analyzer (bh). There were no allegations of patient/user harm. There were no allegations of incorrect results (the customer did not proceed with testing).